Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03811. It was reported one of the pt's scs leads was explanted and replaced due to invalid impedance values which resulted in loss of stimulation. The issue was resolved with the surgical intervention.